Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7096870 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7096845 UDI: (B)(4). Correction to the initial MDR in block h11. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 31951016 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing uncomfortable sensations caused by the clik anchors. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing uncomfortable sensations caused by the click anchors. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).